Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was an x-ray taken to verify the location of the needle piece? If yes, please forward x-ray of needle retained. What size of the needle is retained? Location of edema. Please confirm product code and lot number involved. Has there been any medical or surgical intervention performed? Does the surgeon plan to return the patient for needle removal in the future? What in the surgeons opinion are the factors contributing to the event? Initial procedure date. What tissue was being sutured when the event occurred? What measures were taken to retrieve the broken piece? Update to patient current condition. Patient pre-existing medical conditions. Patient demographics: ID/ initials; dob or age; bmi.

Event description:
It was reported that a patient underwent a spine hernia disc procedure two years ago and suture was used. The patient came back after two years and claims there is some edema because the tip of the needle was broken and left inside the body. They are not sure what suture was used while suturing subcutaneous fat or if competitive suture was used while suturing skin. They are unsure which material inside the needle is causing problems. Additional information has been requested.

Manufacturer narrative:
(B)(4).